Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage was most likely due to the user, as the angle of sheath insertion was too high. D6a and d6b added. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-08589. D4 model number. F6/f8-should have been left blank.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the patient had a posterior wall injury and the sheath was through the ligament. The injury caused retroperitoneal bleeding. The bleed went unnoticed until it was extremely large. The pump was removed, vascular surgeons completed the closure and multiple blood products were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.